Event description:
It was reported that during a ptca/stent procedure the stent moved on the delivery system prior to implant. Removal of the delivery system into the guiding catheter (contrary to IFU) resulted in the stent separating from the delivery system. The stent and delivery system were removed with the guiding catheter. Another company's stent was used to complete the procedure and no pt injury was associated with this event.